Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA for servicing. During service it was found that the device had hose damage. It is unk if the device was used in surgery. It is unk if injuries or medical intervention was reported. There was no additional info provided.